Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped in the corners and multiple cracks, bottom case was cracked under the l-bracket. Motor not running was found at occlusion test. The root cause of the reported issue was found to be the main board was misaligned from extrusion from incorrect assembly by the customer. Actions were taken to mitigate the reported issue: replaced the main board, motor assembly, worm gear, leadscrew and clutch halves for preventive due to parts were found old, dirty and worn out due to normal wear. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.